Event description:
During initial assessment of a homechoice device, an increased intraperitoneal volume (iipv) issue was identified which occurred on (B)(6) 2010 /during drain cycle 5. The ultrafiltration was 1757 ml. This is an overfill event.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. The assignable cause for the iipv was undetermined. The product analysis lab did not confirm any failure or malfunction of the device that would have caused or contributed to the reported issue. Product surveillance contacted the nurse and provided the results of evaluation. The nurse stated that the patient is doing well with the new cycler and she stated that she will re-educate the patient on not to bypass the device. No patient injury or medical intervention was reported. Device was sent to service. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. Any results of evaluation will be provided in a follow up emdr.